Manufacturer narrative:
Concomitant medical products: c-taper cocr lfit head 26mm/0, cat# 06-2600, lot# 433163. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available at the later time it will be reported in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock on with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Patient was revised for infected left bipolar hip. Patient was brought to or for I&d of left hip with replacement of femoral head and uhr bipolar component.

Manufacturer narrative:
An event regarding infection involving an uhr head was reported. The event was not confirmed. Device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: no information was received for review with the clinical consultant. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot and sterile lot. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, x-rays, histopathology report, patient history and follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient was revised for infected left bipolar hip. Patient was brought to operating room for I&d of left hip with replacement of femoral head and uhr bipolar component.